Manufacturer narrative:
With the new information provided by the customer this record is now not reportable. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the lens did not come into contact with the patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) optic was damaged during insertion and could not be inserted into the eye. Additional information has been requested.